Event description:
During preparation as a torque device was attached to the guidewire, it was noted that the polytetrafluoroethylene (ptfe) coating was stripped off the guidewire proximal shaft in the region where the torque device was fastened. There was no patient involvement.

Event description:
During preparation as a torque, device was attached to the guidewire, it was noted that the polytetrafluoroethylene (ptfe) coating was stripped off the guidewire proximal shaft in the region where the torque device was fastened. There was no patient involvement.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found the guidewire was shaped on its distal section. In addition, the ptfe coating was peeled off in a region between 33cm and 36cm on its proximal section. The coating appeared to have been scrapped off the device by the torque device brass collet. It appeared that the torque device had been dragged down the device due to it be insufficiently tightened onto the device. The directions for use specifically precautions that an insufficiently torque device can lead to ptfe peeling. Therefore, this was most likely due to use/user error.